Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose at the time of incident was 427 mg/dl and current blood glucose was 380 mg/dl another blood glucose was 389 mg/dl, 350 mg/dl. The customer was treated with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. The products will be returned for analysis